Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a trifecta valve was implanted on (B)(6) 2014. It was reported that the valve was explanted on (B)(6) 2025. The cause of the explant is unknown. The patient status is unknown. No further information has become available.